Manufacturer narrative:
Section d4: device lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate touch bluetooth adapter was unresponsive when connected to the power module. The bluetooth adapter was used in another power module and worked. Another bluetooth adapter was used with the original power module and was also unresponsive.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the power module monitor connector was confirmed via evaluation; therefore, the reported event can be confirmed. The heartmate power module (serial number: (B)(6)) was inspected at the service depot. Visual inspection revealed damage to the internal monitor cable connector. The internal monitor cable assembly was replaced, and the power module underwent functional testing. The unit passed all applicable tests without issue and was returned to the customer site. No alarms or patient involvement were reported in associated with the event. A root cause for the reported event was unable to be conclusively determined through this analysis. Incidental finding revealed a damage, missing battery clip of the power module. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.